Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms pedal is not working and physical damage. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: excessive rust/corrosion of the baseplate and housing. Footswitch : pairing failure, footswitch : physical damage, minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch device was not working and was physically damaged. During in-house engineering evaluation, it was determined that there was excessive rust/corrosion on the baseplate and housing on the device. There was no procedure nor patient involvement reported. No additional information was provided.